Manufacturer narrative:
Add'l model #: 8516-4520. The initial rptr indicated no stripping of the screw occurred. He indicated there was no noted issue with the screws, plate or instruments. The surgeon used an awl to prepare the bone and a solid tip u-joint driver to attempt to drive the screws. Hard bone was the likely cause as indicated. A review of the device history records indicates no discrepancies which would have contributed to the event.

Event description:
The surgeon attempted to implant five screws during an anchored alif surgery at l5-s1. When attempting to insert the screws into the plate, hard bone prevented the surgeon from being able to fully drive the screw. As a result, screws from a synthes implant system were used during implantation of the lanx anchored interbody. The surgery was completed w/o further incident with no significant delay in surgery.